Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shunt was replaced on (B)(6) 2019, and now the shunt was found to be leaking near the delta chamber. The physician replaced the shunt, and the patient was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There were no external factors that may have led to the issue.